Event description:
Boston scientific received information that during routine replacement of this pacemaker, the distal set screw was unable to be loosened and the right ventricular (rv) lead became frayed when pulled out of the device header. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced and the rv lead was surgically abandoned and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.